Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during an unknown procedure, incomplete clip closure; clips were malformed. There were no patient consequences. No device returning.